Manufacturer narrative:
Continuation of d10: product ID neu_rtm_unknown, serial/lot # unknown, product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, b3: event date is not known. G2: the country of the event is (B)(4), h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the last couple of times the patient was charging the recharger antenna got quite hot. The charger has been heating up for some time. They were installed 6 years ago and they have never changed the charger. A replacement recharger was sent to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger. B3: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient does not remember when the recharger heating first occurred, but mentioned a ¿few months ago¿. It was noted that the recharger model was the old style recharger without the strain relief. The specific heating location was reported to be at the donut. No communication issues were mentioned by the patient. The information had been confirmed by the physician.